Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 230pm. The patient does not take medications to manage her diabetes and continued to follow her usual diabetes management routine. About 45 minutes after the start of the alleged issue, the patient claims she felt symptoms of shaky and nervous. The patient treated self with food and/ or drink as treatment. The patient did not have her testing supplies at the time of troubleshooting. The patient advised the subject meter was dropped in water. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.